Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 229103330); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex flow diverter stent that failed to open distally. The patient was undergoing a procedure for flow diverter treatment of a left internal carotid artery (ica) c6 segment unruptured saccular aneurysm. The aneurysm max diameter was 6mm and the neck diameter was 5mm. Vessel tortuosity was moderate. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). During deployment, the pipeline failed to open distally. After deploying the device for a distance, it did not open, and upon retrieval and redeployment, it still failed to open. An abnormal braided wire was observed at the tip of the stent. It was noted that more than 50% of the pipeline was deployed when it failed to open. The pipeline was not positioned in a bend. Aside from redeploying, no other steps or devices were used to open the pipeline. The pipeline was resheathed in the microcatheter and the entire system was removed, and both the pipeline and phenom catheter were replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Angiographic results post-procedure indicated slowed blood flow in the aneurysm.

Manufacturer narrative:
H3: product analysis of ped-500-18, lotno:b735015 ¿ as found condition: the pushwire was returned within the inner pouch, a biohazard bag and a shipping box. There was no braid returned with the pushwire. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the pushwire was returned without the braid. No damage was found with the pushwire. Possible causes of failure to open include vessel tortuosity, damaged braid, and deployment the braid in the vessel bend. However, the customer reported that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which rules out these factors as potential causes. The root cause could not be determined. Since the braid was not returned, any contribution of the braid to the reported issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that it was unknown if there was any issue with the phenom microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.